Event description:
MFR identified and isolated all models and serial numbers of this monitor type containing a specific (eagle pitcher) vendor battery known to have the potential or leaking electrolyte. This monitor was stocked as demo containing this specific battery, was opened, and battery was confirmed to be made by eagle pitcher. Corrosion from the electrolyte was visually confirmed.